Event description:
Trapeze crossbar struck pt on forehead. Trapeze and crossbar obtained and setup by rental co. Crossbar was missing several pieces of hardware and was not attached to the overhead trapeze. When the pt attempted to use the crossbar to pull herself up, the crossbar fell and struck her head.